Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of cassette not attached alarm was not verified. The event log shows cassette not attached properly alarm on (B)(6) 2018. Service found fluid ingression on the chassis of the pump. Service will replace the downstream occlusion sensor as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump had cassette not attached properly alarm. No reported adverse effects.